Event description:
It was reported that a patient underwent a procedure at c5-c6. It was reported that both the locking wires were fractured. The patient is asymptomatic. No revision surgery is under consideration at this moment.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.